Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and high pressure test did not passed. The customer blood glucose level was 490 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with changed site every 2 or 3 days for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump was under delivering. Customer reported that drive support cap was normal. Customer states the cannula was not bent. The insulin pump will be returned for analysis.